Event description:
It was reported that the patient experienced a potential switching event. There was no effect on patient reported.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The battery has been received and is awaiting further analysis. Log files sent for analysis. Analysis in progress. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The battery passed external visual examination and functional testing; the analyzed device performed per specification under testing conditions and was unable to duplicate the reported event at bench level. The reported event could not be confirmed via review of the controller log files. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching are most often attributed to communication anomalies between the controller and battery. Fsca apr2014 was distributed to reinforce proper power management. The most likely root cause of the reported event is a communication anomaly between the battery and the controller. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of hvad power sources. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Even though this is a failure mode that could potentially lead to patient harm, clinical results and commercial experience demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. It can be concluded that the known and foreseeable risks in an event associated with intermittent power source malfunctions, wherein the hvad pump stops and successfully restarts, are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. No additional information will be forthcoming. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 20 of 117.